Event description:
Reporter alleged, the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. Reporter stated, that she scratched her hand with the protruding lancet. No actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.